Event description:
It was reported that air bubbles were observed within the canister. Reportedly the customer failed to remove air from the cartridge when loading. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 252 mg/dl.